Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. Prior to the procedure, the device was tested by deploying the bands outside the patient, and it was found that the bands could not be deployed, and they were twined. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.